Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician attempted to implant an right ventricular (rv) lead but was experiencing placement difficulty. The lead exhibited high impedance and varying r-wave amplitudes. The lead was removed and a new lead was placed instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.